Manufacturer narrative:
(B)(4). Date sent: 12/11/2024 d4: batch #y7006t correction d4. Primary UDI number investigation summary according to the information received the er420 device had hemostasis controllable/scissored clips. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining seven(7) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/3/2024 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk additional information was requested and the following was obtained: "was there any other issue noted with the clips other than bleeding (malformed clips, scissored clips, etc.)? Scissored clips how was the bleeding controlled? Clips how much blood was lost (ml)? Unknown did the patient require a transfusion? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - unknown" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, ligaclips used slowly causing bleeding in bypass. Caused staple line hematoma and caused bleed from mesentery.